Manufacturer narrative:
Intuitive received the permanent cautery spatula instrument involved in the reported event and completed the device evaluation. Failure analysis found the pitch cable to be broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the instrument had a broken silver cable. The procedure was completed with no reported harm, injury, or adverse outcome. It was reported that no fragments fell into the patient.